Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed opening in posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿observed non penetrating nicks on the device. No further actions are required as the device was implanted additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.